Event description:
It was reported that a console presented noise related to the channels 5-6 on the rhythmic mapping system and the recording system. This happened during procedure after a diagnostic catheter was inserted into the coronary sinus, the catheter was connected to the pin cables. The products were exchanged and this solved the noise observed, but after the catheter was plugged in again in the console, noise persisted. Is not clear which device was causing noise. The visible electro-grams from the diagnostic catheter were enough for the physician to be able to continue with the procedure. No patient complications reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).